Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions, the customer had difficulty filling the cartridges due to an incorrect needle size. The cartridge was able to be filled. The customer's blood glucose level was not impacted.